Manufacturer narrative:
Follow-up # 1 (09/20/2011)-device evaluation: on (B)(6), 2011 a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging battery indicator on his one touch ultramini meter. The patient mentioned that on (B)(6) 2011 the meter started showing a low battery message and on (B)(6) 2011 after applying blood on the meter, the meter started counting down and then the meter powered off. Due to the alleged issue, the patient was unable to test and later developed symptoms of shakiness and did not self-treat due to the alleged issue. The patient mentioned he had developed symptoms at 8:00am that morning and then again at 1:00pm. The battery needed to be replaced; however, the patient did not have a replacement battery. Products were replaced. The complaint is being reported since the patient alleged that due to the battery indicator, he was unable to test and later developed symptoms suggestive of a serious injury.